Event description:
Caller reported damage to the pump housing surrounding the usb port, which impacted the ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, and the customer will continue using the current pump as a backup solution. Customer was advised to place the pump into storage mode before returning it with the provided pre-paid label, and this instruction was understood and acknowledged.